Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report of `critical system error` and then the device shut off was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The customer's report of 'ECG disabled' was observed during review of the device data logs without duplicating the report. The defib connector was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "ECG disabled" and "internal error occurred - system reset required" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.